Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and a travel coarse error was present. The device was visually inspected. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the worn clutches. As a result, the clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump did not work. During physical inspection, it was found that there was a travel coarse error. There was patient involvement, unknown injury reported.